Event description:
No additional information received from the customer.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED BLANK DISPLAY DURING HERNIOPLASTIC THERAPEUTIC PROCEDURE INVOLVING AN OLYMPUS VIDEO SYSTEM CENTER. THERE WAS NO PATIENT INJURY REPORTED.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, D9, H2, H3, H4, H6, H11. The device was returned to Olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code E333. Based on the results of the investigation, and since the device malfunction " display blacked out" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, based on the investigation results, it is likely the following led to the malfunction "Error code E333": Printed Circuit Board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.